Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 25, 2004 the pt contacted lifescan alleging that her one touch basic original meter would not power on. The pt reported that she last tested with the meter in 2004, at 8am. She described feeling light headed, unable to stand long, and unable to test with the reported meter. She contacted a medical professional and was advised to obtain a lab test. A lab result of 180 mg/dl was obtained. No treatment was specified. The customer service rep confirmed that the battery was correctly installed and the battery contacts were in good condition. The csr walked the pt through replacing the battery and the meter would not power on. The pt neither alleged harm nor experienced injury or medical intervention. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.